Event description:
(B)(4). I have had essure 1 year. Since then I have had severe painful cramping, periods with heavy bleeding, a vitamin d deficiency. My scalp, face and body break out in painful blemishes, I have no sex drive at (B)(6), I'm tired 24/7 like I never get any sleep, no energy, I have gained (B)(6) in one year, I'm bloated 24/7 and , I look like I'm (B)(6) pregnant but I'm not. I have migraines that are debilitating. I have diarrhea on a constant basis, my memory has gone out the window, I get dizzy spells, I get sick to my stomach on a daily basis. I have soars that heal very slowly.